Event description:
National safety patient alert al24-01. Finger lakes had seven mattresses removed due to wear and tear. Bath campus: 3 mattresses removed all strickler (manufacturer), comfort gel (mattress model). Canandaigua campus: 1 span (manufacturer), atlas (mattress model) 2 span(manufacturer), ultramax (mattress model) 1 span (manufacturer), apm2 pressure guard (mattress model). Reference report: mw5163084, mw5163086, mw5163087, mw5163088, mw5163089, mw5163090.